Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/05/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. An interior inspection found moisture damage. The reported event of an intermittent audio output was confirmed. The root cause determined to be moisture damage.